Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse performed a total service visit. The cse cleaned the luminometer. The cse replaced the gray peripump tubing and adjusting the cuvette elevator. The cse ran 30 replicates of multiple diluent 11, resulting in range. The cse ran quality control (qc), resulting in range. The cause of the discordant, cardiac troponin results is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
Discordant, cardiac troponin results were obtained on two patient samples on an advia centaur cp instrument. The initial results were not released to the physician(s). The customer repeated the same sample on the same instrument. For patient 1, the repeat test resulted lower. For patient 2, the repeat test resulted the same as the initial result. The customer repeated the same samples on their alternate advia centaur cp instrument. For patient 1, they retested the same sample two times, resulting lower than the initial result. For patient 2, the customer retested the same sample one time, resulting lower than the initial 2 results. For patient 1, a negative result was reported out to the physician(s) and for patient 2, the customer reported out a positive result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, cardiac troponin results.